Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of failure, damage, or contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found strong floral scent present, especially in the blower box. The manufacturer also found evidence of water ingress to the blower box, dark contamination on the interior of the bottom enclosure and the back plate. The contamination appeared to be very similar to smoke contamination from a thermal event, however no thermal damage was found anywhere in the device power applied to the device using the returned ac power cord, the device powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown.the manufacturer found evidence of carbonaceous deposit in the blower chamber,evidence of water ingress to the blower box and an indeterminate contamination inside the device, but not present in the air path.